Event description:
The customer reported that they found damage cables in the swivel arm. No short circuit yet, but they decide not to use the system until the problem is fixed.

Manufacturer narrative:
(B)(4). Eval method: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Eval result: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Eval conclusion: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA.